Manufacturer narrative:
Returned device was received with cracked right plunger case and case bottom by l-bracket. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 4000 pump, would not connect wifi / bad inter-connect board. No patient involvement.